Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high and unstable thresholds, and high and undefined bipolar and unipolar impedance. The rv lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.